Event description:
It was reported that a patient - post cardiac surgery - arrested because their epinephrine drip leaked from a cracked stopcock. The status of the patient is unknown at this time. Arrow is trying to obtain more information about this event. If co is successful, it will be provided in a follow-up report.